Event description:
While the passport2 was in use monitoring a patient's non-invasive blood pressure, the nibp hose was inadvertantly attached to the patient's intraveneous tubing. The mistake was discovered, the hose removed, and no patient injury was reported. The customer is unable to provide datascope with the specific serial number of the monitor.